Manufacturer narrative:
Circuit system test was performed successfully with a new circuit system.

Event description:
The customer reported that the bellavista 1000e alarmed device in fail safe while connected to a patient. The patient was removed from the ventilator and provided positive pressure ventilation via a bag mask valve. The customer confirmed there was no patient harm associated with the reported issue.